Manufacturer narrative:
The reported event of failure to advance stylet was not confirmed. As received, a complete lead was returned. Visual and x-ray examinations of the lead did not find any anomalies. A stylet was fully inserted inside the lead and removed without difficulties. All tines were noted intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead could not be inserted into the guidewire after multiple attempts. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.